Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had their ins explanted. The patient stated that she no longer wanted the device because it was not providing the therapy she thought it would. The rep was unable to check the usage of the device at pre-op because the patient had let the battery die. When the patient was asked if she had contacted anyone about possible reprogramming since her last visit to their healthcare provider (hcp) office, the patient said "no". The issue was reported to be resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative (rep). It was reported the cause of the patient's therapy not being like the patient that it would be was that the relief in her daily pain and ability to do daily activities with pain. No further patient symptoms or complications were reported in this event.